Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-03683. It was reported the patient received an error code on the patient programmer. A company representative met with the patient and an impedance check showed several contacts had high impedance. The company representative was unable to program around the impedance issue. Images of the lead were taken which confirmed lead fracture. The patient reported having a fall several months ago. Surgical intervention will be taken to address the issue.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-03683. Additional information received indicated surgical intervention was undertaken on (B)(6) 2018. The lead implanted at the l1 vertebral level (associated with manufacturer report: 1627487-2018-03682) was explanted and replaced.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-03683.